Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that deployment issues occurred. The target lesion was located in the superficial femoral artery. A 6 x 60 x 130 innova¿ stent was advanced and the distal end opened, however, the proximal end did not open. The procedure was completed with this device. There were no patient complications and the patient status is fine.